Event description:
The patient presented to the ER with hv therapies. A non-physiologic noise on the rv lead was observed. The patient had stopped taking his medication and the physician felt this had increased his sinus tachycardia. The system remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.